Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of under 20 and up to 42 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of the call. The customer used candy, sugar, food, and soda to treat. The customer experienced symptoms such as getting cold. The customer was wearing the insulin pump during the incident. Customer believes the pump was over delivering. Troubleshooting was completed. The customer stated the reservoir was manipulated while connected at the time of the incident. The insulin pump will be returned for analysis.